Manufacturer narrative:
The insulin pump alarmed prime during displacement test due to motor high current draw. The insulin pump passed idle current test and run current test. We were unable to perform self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to prime alarm. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting explained the possible cause of the alarm and found that the pump cannot complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.